Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer changed the infusion set and cartridge, however, due to ongoing occlusions the customer reverted to an alternate method of insulin therapy. Reportedly, the customer does use cold insulin.